Event description:
Very limited information is available about this event. The physician was performing a case in the or and was attempting to use a stapler. The physician reported that the stapler "would not work." It is unknown what tissue or how much tissue he was attempting to staple with the device. Staff obtained another stapler from the same manufacturer and the surgeon was able to use it without difficulty. There was no patient harm in this event.======================manufacturer response for stapler, surgical, echelon flex 60 (per site reporter).======================the equipment distribution manager notified the manufacturer of this event and has returned the device to them along with the packaging. We are awaiting the manufacturer's investigation and analysis results.